Event description:
Report rec'd of a rupture of a thermodilution catheter balloon while the device was in use. Customer contact states that there were "three incidents of catheter balloon rupture in the same pt during the same placement attempt." States "one occurred after the catheter was floated in the pt and blood was noticed coming back through the air instillation port." The other two catheters also had ruptured balloons, however the report source did not know if this was observed prior to placement into the pt. Customer did not know the brand of introducer or catheter sheath that was used. Customer did not know if the balloon was checked after placement through the sheath and before placement into the pt. The pt did not experience any adverse effects. Co has requested add'l info regarding this event. If any relevant info becomes available, it will be submitted to the agency in a follow-up report.